Event description:
It was reported that the device broke at the seal and leaked carbon dioxide during a laparoscopic total hysterectomy. Another device was used to complete the procedure. There was no harm to the pt. Add'l info was requested. A f/u report will be sent if add'l info is received.

Manufacturer narrative:
Final device investigation found that the seal cap was not fully attached to one side of the sleeve. Three of the connector pins were damaged. As part of the MFR's process, each trocar is subject to a pull test to determine if the device will retain integrity while in use.